Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse discovered that the customer was centrifuging patient samples outside of the tube manufacturer's specifications, which was discussed with the customer. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the patient samples being centrifuged outside of the tube manufacturer's specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted lower. The sample was then rerun on an alternate instrument, and also resulted lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.